Manufacturer narrative:
This report is submitted on february 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the disposable battery of the sound processor was found to have allegedly leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.